Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported reprogramming was successful to a degree; the patient stated coverage was better than ever but it still was not covering all painful areas. It was noted no interventions were planned as of the date of this report.

Event description:
It was reported the patient had intermittent stimulation and a loss of stimulation and therapeutic effect. It was noted the patient stated the implantable neurostimulator (ins) ¿works when it wants to¿ and they no longer have stimulation in their lower back or down their legs to their feet. It was further noted the patient had less than 50% therapy relief in their lower back and legs. It was noted that troubleshooting and reprogramming were planned for (B)(6) 2013-08-13. Additional information received reported the manufacturing representative tried to reprogram the patient¿s ins yesterday, but did not have much success. It was noted the patient was sent for an x-ray and the x-ray showed the leads sat skewed to the left with the tip of the lead around the top of t9 and the bottom of the lead right of midline. It was further noted the manufacturing representative would attempt reprogramming again on (B)(6) 2013-08-30. Additional information received reported the tip of the lead was skewed to the right with the bottom of the lead slightly to the left of the midline.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the patient experienced a loss of therapy and return of symptoms. It was noted that the lead wires were determined by x-ray that they had shifted some and resulted in a loss of pain relief. They tried to program around it, and it was fine for a couple days but then the patient experienced a loss of pain relief again. The patient had an appointment to see the healthcare professional (hcp) next month.

Event description:
Additional information received reported that the patient had reprograming and was able to get coverage of the lower back, entire right leg painful area, and most of the left leg with the exception of the left lateral thigh.